Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels in the 300 mg/dl range and moderate ketones. At the time of the report customer's bg levels were 316 mg/dl. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered boluses to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.